Event description:
The company was informed that the patient is experiencing sound quality issues. Programming adjustments were made, however this did not resolve the issue. Revision surgery has been scheduled.